Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera vascular covered stent products that are cleared in the us. The pro code and 510 k number for the covera vascular covered stent products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 11/2024) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent graft placement procedure in the partially calcified left forearm arteriovenous graft junction via the radial artery, the stent allegedly had a very slight release, within about five millimeters. It was further reported that the roller pivot was very tight and cannot be rolled smoothly to release the stent. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a stent graft placement procedure in the partially calcified left forearm arteriovenous graft junction via the radial artery, the stent allegedly had a very slight release, within about five millimeters. It was further reported that the roller pivot was very tight and cannot be rolled smoothly to release the stent. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera vascular covered stent products that are cleared in the us. The pro code and 510 k number for the covera vascular covered stent products are identified in d2 and g4. H10: manufacturing review: a manufacturing related cause was considered; therefore, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system was returned for evaluation and the covered stent was found partially deployed; the force transmitting proximal sheath was broken inside grip which indicates high tensile forces were experienced during deployment. It is considered the break of the proximal sheath led to the impossibility to completely deploy the stent which leads to confirmed results for break and partial deployment. It was reported that a 6f introducer / 0.035" guidewire were used for access, the lesion was calcified, there were no tracking issues, and the lesion was pre-dilated. Based on available information and the evaluation of the returned sample, the investigation is closed with confirmed results for partial deployment and sheath break. A definite root cause for the reported event could not be found. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. Based on the instruction for use supplied with this product delivery system specific events that could be associated with clinical complications include but are not limited to deployment forces. Regarding correct deployment the instruction for use states: "(.......), maintain a stationary hold on the white stability sheath during covered stent deployment (¿). Hold the white stability sheath as close as possible to the introducer without touching the dark brown moving catheter of the distal catheter assembly. Maintain the remainder of the white stability sheath (...) Relaxed and avoid tension." Based on the instruction for use, the material required are "0.035-inch (0.89 mm) guidewire of appropriate length to allow safe delivery of the covered stent and removal of the delivery system" and "introducer sheath with appropriate inner diameter and length". Regarding preparation the instruction for use states: "pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated". H10: d4 (expiration date: 11/2024), g3, h6 (device) h11: h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.